Event description:
It was reported that during an unknown procedure, when using the device, the first clip fired correctly, and subsequent clips scissored/crossed over when fired. The surgeon tried four more clips and they all scissored/crossed over. Another like device was used to complete the case. No patient consequence reported.

Manufacturer narrative:
Misaligned jaws.